Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b.5, b.6, d.6b, h.6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp broken on radius assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.